Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with the reported event was not received at the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address dislocation. The patient had a dislocation of a reverse shoulder a day after surgery. The surgeon brought the patient back to the or and removed the metaglene, screws, pe cup, and glenosphere. He changed the version of the metaglene and put in a 30 and 36 locking screw along with 2 18 non-locking. He changed the version of the 1 right epiphysis from 30 to 0 degrees of version. The 38 eccentric glenosphere was planned to be swapped but the new glenosphere came out of the package disassembled. This caused a delay and ended up putting in the same 38 eccentric glenosphere that was taken out. The pe cup implanted was a 38 +6 retentive cup. Doi: (B)(6) 2019; dor: (B)(6) 2019; right shoulder.